Manufacturer narrative:
The reported event, for device causing charring, was not confirmed as the neptune e-sep pencil was not returned for evaluation. Without the neptune e-sep pencil we are unable to confirm what caused the device to cause charring. Discarded by customer.

Event description:
It was reported that during a surgical procedure, the tip of the smoke evacuation pencil was charring during use. It was also reported there was a minor delay to swap out equipment. It was further reported that there was no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.